Event description:
Sterile processing department technician observed defective sterile packaging on a number of individual units of kerlix sterile dressing. Further investigation revealed that more than half of the units in the carton (53 out of 100) had defective sterile packaging. Packaging consists of a plastic film component that is sealed to a paper component. In the defective units a segment approximately 1" long that is poorly sealed or not sealed at all.defect was discovered in distribution system, not in patient area. No patients were directly impacted by defective product.